Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen takes longer than expected to respond to an input from the customer. Reportedly, the customer knocked the pump against their dresser. During the touchscreen test with tandem's technical support, the screen was responsive; however, sometimes it was delayed. Recommendation was made for the customer to monitor the pump's performance.